Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that the pump shut down unexpectedly. Upon the pump turning back on, the battery gauge was observed to be fluctuating which resulted in the pump shutting down again. Customer's blood glucose level ranged from 121 mg/dl to 190 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed manual injections are available.